Manufacturer narrative:
The contact has not provided further details or returned the pads or p-kits for evaluation, per our request. Further training is recommended on the patient positioning and pressure management by the sales representative. June 29, 2016 emailed they are too busy, and are having no issues at this time. Three attempts have been made to in-service and hospital staff in charge in not interested in re-training.

Manufacturer narrative:
Device not returned.

Event description:
A patient had rashes and small pressure ulcers possibly from our proaxis care kit. The pt. Was a (B)(6) male, case was 10 hours in prone position on proaxis. They used 6988a care kit. The patient had rashes/ulcer on face, chest, upper thigh, iliac crest areas. She mentioned that the care kit "had a funky dye like odor when opened the kit".